Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction,/sacral nerve stim. Caller called to inquire about MRI scanning eligibility and implanted device registration. Caller said they had noted the patient had 3889 lead, but when caller spoke with patient, patient reported their MRI mode said lead model was 978b1. Caller said they found an operative report that said the procedure was for battery replacement and possible lead revision. Battery replacement needed for "non-functioning battery." Caller said note did not go into detail about if lead was replaced. Caller said they would look further into confirming lead replacement. Agent requested that call be made to mdt when current lead model was confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.